Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an inaccurate fill estimate was received. Customer's blood glucose was 200-300 mg/dl. Customer did not provide further information and declined tandem technical support's offer to troubleshoot. Customer was not currently experiencing a fill estimate issue.